Manufacturer narrative:
The device was received fully deployed with evidence of corrosion observed through the top and bottom housing. Upon removal of the top housing, corrosion was observed on the mechanism rail, linkage assembly, bottom battery, and pcb. All three battery voltages were measured to be lower than expected due to the observed corrosion and an external power supply was used in order to download pod data. A leak test was performed and no leaks were observed. The exact cause of the internal corrosion could not be determined. There were no timeouts, drive stalls, or hazard alarms observed that would indicate there was a struggle to deliver insulin. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egv) and user inputs. It could not be determined if the observed corrosion contributed to the reported not sure delivering insulin. The exact cause of the reported not sure delivering insulin could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing high blood glucose levels of approximately 300 mg/dl after wearing the pod on the abdomen for approximately 36-48 hours. No recent messages or alarms were reported on the omnipod 5 phone application. The patient reported that the pink slide on the pod appeared to be in the correct position but was unsure whether it had moved forward, but confirmed that the cannula was visible upon pod removal. There was no medical intervention reported in relation to this event.